Event description:
It has been reported that the occlusion balloon deflated unexpectedly during the procedure. The physician inserted the occlusion balloon wire into the pt and inserted a "buddy wire" for support. The physician then inflated the occlusion balloon to occlude the vessel. The physician inserted a pre-dilitation balloon into the vessel and inflated the dilitation balloon. The pt was having difficulty handing the intervention and at aproximately the same time the occlusion balloon deflated unexpectedly. The physician removed the device and replaced with another to complete the case.